Manufacturer narrative:
(B)(4). Investigation summary: a complaint of a misassembled infusion set was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was verified. In place of a male luer, an upside down y-site was attached. A device history record review for model 2426-0500 lot number 20073420 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an assembly error during the manufacturing process. A trend for the misassembly issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd infusion set and prevent future occurrences of this type. As part of the action plan, changes to the assembly flow have been implemented. This set was manufactured prior to implementation date. Customer complaint trends will also continue to be evaluated on a monthly basis. Investigation conclusion: one sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. In place of a male luer (p/n:600117) an upside y-site (p/n:12274436) was attached. The root cause for this defect is an assembly error during the manufacturing process.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced a missing component. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: 20073420. The tubing was missing a segment at the distal end of the tubing that stretches from the last y-site to the male luer.